Event description:
Percutaneous intervention (pci) was conducted to treat a restenosis of a cypher (2.5/23mm) stent that was placed at the distal end of the right coronary artery (rca). There was a 99% stenosis. To treat the restenosis, the target lesion crossed with a guide wire (choice support) and pre-dilation with a balloon (sprinter 3.25mm) was conducted. A cypher (3.0x23mm) stent was delivered to the lesion, but it became stuck at the distal portion of the middle section of the rca. The patient was a male. The index procedure took place in 2006. The target lesion was the distal right coronary artery (rca). Three cypher (1st: 2.5/23mm complaint product, 2nd: 2.5/23mm and 3rd: 3.0/28mm, details are all unk) stents were implanted in the proximal rca to the distal end at another hospital. Procedure details were all unknown. In 2008, the patient returned to the hospital with an in-stent restenosis of a cypher (2.5/23mm) stent. No more details were available regarding the restenosis. Percutaneous intervention (pci) was conducted to treat a restenosis of the first cypher (2.5/23mm) stent that was placed at the distal end of the right coronary artery (rca). There was a 99% stenosis. To treat the restenosis, the target lesion crossed with a guide wire (choice support) and pre-dilation with a balloon (sprinter 3.25mm) was conducted. A cypher (3.0x23mm) stent was delivered to the lesion, but it became stuck at the distal portion of the middle section of the rca.

Manufacturer narrative:
Then a two wire technique (choice support and tgv support) was conducted, but there was again difficulty delivering the stent delivery system (sds), so the physician implanted the cypher at the location of the two cypher that had been placed in the proximal and mid-distal rca. The physician then attempted to implant an additional cypher (complaint product: 3.0/18mm, lot: 13428672) distal to the implanted cyphers, but the cypher could not be advanced to the same section at the distal end of the mid rca. The first cypher (2.5/23mm) previously implanted remained untreated at the distal end of the mid rca, but because sufficient blood flow was confirmed due to poba (i.e. Pre-dilation), the physician decided not to implant the cypher (complaint product) and the procedure was finished. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The physician stated that the probable cause of the crossing difficulty of the cypher (3.0/18mm) was because the vessel was highly calcified, and because the cypher became stuck inside the previously implanted cyphers. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #9616099-2008-02445.